Manufacturer narrative:
Additional information: plant investigation: the sample was not returned to the manufacturer and the lot number of the product is unknown. A search was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. No data was found. No device history record (DHR) review was performed since the lot number is unknown and no information was found in the system from this customer related to peritoneal dialysis (pd) device products. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's contact reported finding a fluid leak from a liberty cycler cassette following treatment. The cassette information was not made available. The cassette and other supplies were all discarded. Further information has been solicited but not made available. No adverse event has been reported to date.